Event description:
It was reported that a home patient did not close off the transfer set after completing peritoneal dialysis (pd) therapy. Solution leaked from the transfer set. The patient closed the transfer set, cleaned the end and capped off. There was no medical intervention or patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The instructions for use provide users instructions how to end therapy, close transfer set and cap off. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.